Event description:
It was reported that in the ICU when removing the introducer and guide wire from the 5 month old male patient, the guide was found to be broken and separated. As a result, radiography and ultrasound was performed which showed a part of the guide wire remained in the soft tissue of the neck. Surgery was then performed and the guide wire piece was successfully removed from the patient. This caused a delay in treatment. There were no reported additional issues or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4).